Manufacturer narrative:
The reported events of blood inside the lead body and insulation breach were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found blood inside the lead body and signs of lead body compression leading to a breach in the outer insulation. Destructive analysis was performed and a breach in the inner insulation was found below the outer insulation compression/breach region. The cause of the reported events was isolated to procedural compression damage breaching the insulation allowing blood to enter the lead body.

Event description:
It was reported that during an initial implant procedure, the right atrial (ra) lead was found to have been contaminated by blood near the ra lead suture sleeve. The physician alleged insulation breach on the ra lead. The ra lead was not used and another ra lead was used to successfully complete the procedure. The patient was stable throughout.